Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, a hematoma in the right iliac artery was reported due to a failure of a prostar closure device and a stent was placed. Anemia due to hematomas in both groins post-procedure was noted. Hemoglobin decreased to 7.2 g/dl. Medication was prescribed and two units of packed red blood cells (prbcs) was administered. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).